Event description:
It was reported that the patient presented in clinic for routine follow up with a device that was inappropriately mode switching. Review of the egms found that the patient had occasional premature atrial contractions combined with retrograde p-waves, resulting in mode switching. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.